Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Engineering was unable to push air or sterile water for injection though the cap, and an attempt to prime failed. The cap and suture ring were removed, and a second decontamination of the pump was performed. Without the cap, functional analysis of the pump confirmed the pump successfully primed and flowed within design specification. An attempt to push air and swi though the cap septum after the second decontamination was successful. Fluid was observed at the metal tip at the end of the cannula. The material causing the occlusion was lost during the decontamination process. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending additional follow-up details, return of device for analysis. (B)(4).

Event description:
Sales representative contacted technical solutions in order to report a prometra ii 20 ml pump with underinfusion volume discrepancies. While the physician reported multiple volume discrepancies, the representative only was aware of the most recent one that had occurred. For this underinfusion volume discrepancy, the expected return volume was 7ml and the actual return volume was 17ml. Representative stated that the physician did not want to perform a dye study and instead chose to explant the patient's pump.